Manufacturer narrative:
Approximate age of device ~ 2 years and 5 months. The device remains implanted and the patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. During a routine clinic visit on (B)(6) 2018, the patient's lvad system indicated low speed operation/low flow alarms after connecting to the power module. The patient was seated at this time and reportedly became presyncopal immediately following the alarm. The alarm then resolved. The healthcare provider was unable to induce the alarm again by palpating the percutaneous lead (driveline). The manufacturer's technical services reviewed the submitted log file and confirmed the deceleration in pump speed, which appeared to be due to a driveline short-to-shield issue. The submitted x-ray images did not show any areas of concern. The healthcare provider reported that an external replacement of the patient's driveline will not be performed at this time. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported alarms were confirmed via the submitted log file, a specific cause could not be determined. X-rays of the driveline were submitted for evaluation but appeared inconclusive for potential driveline damage. The submitted log file showed 1 low speed hazard event which occurred when one of the patient¿s power cables was connected to the power module and the other was connected to battery. The pump power increased slightly and pump speed dropped below the low speed limit to 2330 rpm during this event. Based on previous complaint experience, the captured event appeared consistent with a potential driveline issue. The heartmate ii lvas instructions for use (IFU) patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on heartmate ii lvas and no further events have been reported. No further information was provided. The manufacturer is closing the file on this event.